Manufacturer narrative:
Complaint conclusion: as reported, the visual indicator of a 6f exoseal vascular closure device (vcd) did not change color after backflow ceased, and the device was withdrawn without completing deployment. Manual compression was then applied and the procedure was completed. There was no reported patient injury. The event occurred following treatment of the common iliac artery via ipsilateral retrograde puncture. There was no difficulty connecting the non-cordis vascular sheath introducer with the device, the indicator wire cowling locked against the handle assembly with an audible click, pulsatile flow was observed from the bleed-back indicator, and the physician had their thumb placed on the plug deployment button during retraction. The indicator window did not show red color during retraction, and upon removal the indicator wire loop was deployed with no anomalies noted. The patient¿s body mass index was not greater than 40, the physician was certified on exoseal vcd use, and no device or package damage was observed prior to use. The device was stored and prepped per instructions for use, and femoral artery suitability was verified with angiography including correct insertion angle, vessel diameter =5 mm, no calcium or plaque, no tortuosity, no nearby stent, no stenosis greater than 50%, no recent closure device or compression, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18428206 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿indicator window no change to indicator¿ could not be evaluated. Without the return of the device, the exact cause of the reported event could not be determined. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Event description:
As reported, the visual indicator of a 6f exoseal vascular closure device (vcd) did not change color after backflow ceased, and the device was withdrawn without completing deployment. Manual compression was then applied and the procedure was completed. There was no reported patient injury. The event occurred following treatment of the common iliac artery via ipsilateral retrograde puncture. There was no difficulty connecting the non-cordis vascular sheath introducer with the device, the indicator wire cowling locked against the handle assembly with an audible click, pulsatile flow was observed from the bleed-back indicator, and the physician had their thumb placed on the plug deployment button during retraction. The indicator window did not show red color during retraction, and upon removal the indicator wire loop was deployed with no anomalies noted. The patient¿s body mass index was not greater than 40, the physician was certified on exoseal vcd use, and no device or package damage was observed prior to use. The device was stored and prepped per instructions for use, and femoral artery suitability was verified with angiography including correct insertion angle, vessel diameter =5 mm, no calcium or plaque, no tortuosity, no nearby stent, no stenosis greater than 50%, no recent closure device or compression, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device will not be returned for evaluation.